Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin result was obtained from a single patient sample using vitros troponinies (tropies) reagent lot: 5955 on a vitros 5600 integrated system. A definitive cause of the event was not established. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. The customer did not provide any qc results for vitros tropies lot: 5955 prior to the event; therefore, it was not possible to make an appropriate assessment of the vitros tropies lot: 5955 reagent performance at the time of the event. Additionally, the customer does not process a control fluid with a troponini concentration at, or below the url. Therefore, the performance of the vitros tropies reagent lot 5955 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, the customer declined to perform any precision testing on the vitros 5600 integrated system, therefore, it cannot be confirmed if the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. However, there was no evidence to indicate that the instrument malfunctioned. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot: 5955.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin result was obtained from a single patient sample using vitros troponinies (tropies) reagent lot: 5955 on a vitros 5600 integrated system. Patient (B)(6) vitros tropies result of 0.638 ng/ml versus the expected result of 0.026 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropies result of 0.638 ng/ml was reported from the laboratory. No treatment was initiated, altered, or stopped based on the reported result. The physician questioned the result and accepted the results of 0.026 and 0.025 ng/ml. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).